Event description:
The original complaint with the ventilator was that the wheels were not working properly and it was difficult to move the unit. The manufacturer sent a new set of wheels to the respiratory department and then placed a service call with biomedical engineering for the installation. Upon inspection, the problem was not in the wheels, but rather a bent frame at all four wheel caster locations which included plastic inserts. The frame is not strong enough to support the pressure applied by the wheels when the ventilator is moved around. The manufacturer was called for a warranty repair and a technician with no parts was sent to perform a repair. Upon the technician's evaluation he stated that the manufacturer is currently developing a new cart to hold the weight of the ventilator for this same problem, but in the mean time they are replacing the cart with one of the same design. The replacement cart has not arrived and no date was given to us about when the new re-designed carts would be made available to us. No improvement was done by the manufacturer to currently strengthen the carts while they design a new cart.